Event description:
It was reported that pump displayed malfunction code 16-0x20e6 and stopped functioning, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged a replacement pump.